Event description:
Pt was in for knee arthroscopy. The joint was clearly visualized and 15-minutes into the procedure, extravasation of saline fluid was noted in the left thigh (5 liters) and the procedure was stopped. Pressure recorded as 40, which was clearly erroneous. Pt's leg was swollen and surgery was aborted.

Manufacturer narrative:
Unit was tested at pressures of 40, 80 and 120 mmhg and passed system and wet tests. No problem found.